Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl at the time of incident. Customer's current blood glucose level was 97 mg/dl. Customer was treated with food and glucose tablets. Customer was still using auto mode. Customer stated that the auto mode was automatically delivering insulin at the time of low blood glucose level event. Customer was using insulin pump within 48 hours of low blood glucose level event. The insulin pump will not be returned for analysis.